Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage (laa) closure procedure, a versacross connect rf wire and versacross connect transseptal dilator were selected for use. A transeptal puncture was done using the watchman connect system with a double curve fxd sheath. The versa cross wire and sheath/dilator were advanced into the left atrium. The dilator was removed, the versa cross wire was placed into the laa and the sheath was advanced. A contrast shot of the laa was taken and the pericardial effusion was noted. A pericardiocentesis was performed draining 1000 cc of blood to a cell saver. The effusion appeared to be managed and some blood was given back to the patient. After additional monitoring an additional accumulation of blood in the pericardium was noted and the patient was sent for surgery. This procedure was cancelled.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman left atrial appendage (laa) closure procedure, a versacross connect rf wire and versacross connect transseptal dilator were selected for use. A transeptal puncture was done using the watchman connect system with a double curve fxd sheath. The versa cross wire and sheath/dilator were advanced into the left atrium. The dilator was removed, the versa cross wire was placed into the laa and the sheath was advanced. A contrast shot of the laa was taken and the pericardial effusion was noted. A pericardiocentesis was performed draining 1000 cc of blood to a cell saver. The effusion appeared to be managed and some blood was given back to the patient. After additional monitoring an additional accumulation of blood in the pericardium was noted and the patient was sent for surgery. This procedure was cancelled.